Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the air detector and downstream occlusion (dso) seal was delaminated. The air detector and dso seal were replaced. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The latch lock mechanism failed testing and was adjusted. The most probable cause to the issue was the loose air detector. The dso sensor and upstream occlusion sensor were both calibrated, and the unit passed all testing following repair.